Event description:
Patient had an existing epicardial lead that had an initial implant of 0.6@ 1.0. The physician was not happy with the rising threshold and decided due to the patient current health condition decided to implant a new system.